Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, a loss of connection occurred. No product or data was provided for evaluation. The complaint confirmation of a loss of connection could not be determined. A probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4)

Event description:
Subsequent to the initial MDR, additional information became available. The receiver was returned for evaluation. The following were performed: external visual inspection, receiver charge and boot, final functional test, pairing/calibration/performance/range test and the data file was reviewed. The reported allegation was confirmed via data but could not be reproduced with the returned product. The probable cause could not be determined post investigation.